Manufacturer narrative:
We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and manufacturing records have not been provided. The attorney's report did include product identifies and a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2011 - pt was implanted with multiple pelvic devices including a bard flat mesh. Attorney alleges pain, nerve damage, permanent injury, "pain and suffering", additional medical and surgical procedures, defective mesh.